Manufacturer narrative:
We had originally reported the thermocool® smarttouch® uni-directional navigation catheter (brand name) for this event and provided the following product information: u.s. Catalog #: d133601, model #: d-1336-01-s, lot #: unk_d-1336-01-s. The brand name of thermocool® smarttouch® uni-directional navigation catheter is correct. However, there is a correction on the u.s. Catalog number and model number. The correct information is the following: u.s. Catalog #: d133602, model #: d-1336-02-s. The correct lot number of 17345089m was provided in the follow-up #1 submitted on march 16, 2016. (B)(4).

Manufacturer narrative:
The lot number was originally reported as unknown. During the biosense webster failure analysis, the lot # of 17345089m was discovered. (B)(4). It was reported that a patient underwent an ablation procedure for atrial tachycardia with a smart touch unidirectional catheter. During ablation of a reconnected vein, a cardiac tamponade was diagnosed. A pericardiocentesis was unsuccessful, drain was left in place, and surgical intervention was required. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: lasso navigational variable eco catheter, model #: d-1343-01-s. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with a smart touch unidirectional catheter. During ablation of a reconnected vein, a cardiac tamponade was diagnosed. A pericardiocentesis was unsuccessful, drain was left in place, and surgical intervention was required. The transseptal puncture was performed with an unknown needle and sheath. The patient did receive anticoagulation during the procedure with acts maintained in an unknown range. The generator was set on power control mode at 30 watts. Irrigated catheter flow was set at 17 ml/min. No error messages were observed on any biosense webster equipment during the procedure. The outcome of the adverse event was that the patient's condition had worsened and surgical intervention was required to repair the perforation. There were no patient factors that might have contributed to the event. No biosense webster products were implicated as causative agents. There is no information about the hospitalization. The physician determined after surgery that this event was most likely related to transseptal puncture. The physician also indicated that the perforation leading to the effusion occurred prior to biosense webster catheters being inserted into the patient. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Therefore, we will report it conservatively as per physician's opinion that the issue most likely occurred prior to biosense webster catheters being inserted into the patient.